Manufacturer narrative:
Device will not be returned for investigation. Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The following has been reported by the surgeon, guide wire and 360 drill went proximally through the hole in the nail. In a subsequent communication with the sales rep (who attended the case) via e-mail, the following info was rendered: "the k wire and the 4.2 mm x 360 mm drill seemed to deflect once going through the hole in the nail. They spent quite a bit of time typing to get it in the right place and then reamed with the step drill by hand. The step drill didn't appear to hit the nail straight. I've seen the k-wire deflect but not the drill."